Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that the rv defib impedance was gradually rising from approximately 60 ohms in (B)(6) 2014 up to 90 ohms by (B)(6) 2015. The last impedance measurement on (B)(6) 2015 was 101 ohms. The lead alert triggered for rv defib lead impedance of 101 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered due to high right ventricular (rv) coil impedance on the lead. There was a gradual increase and appeared more erratic than typical. The patient was anxious as a result of the alert. The lead remains in use. No patient complications have been reported as a result of this event.